Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: "effects of intraaortic balloon counterpulsation on translesional coronary hemodynamics."

Event description:
It was reported through a research article that a 3.5 x 33 mm unspecified xience stent was implanted over a pressure wire. The trapped pressure wire was withdrawn without issue. Following stenting and post-dilatation, plaque shift was observed; however, the area did not require or undergo treatment. Details are listed in the article, titled "effects of intraaortic balloon counterpulsation on translesional coronary hemodynamics".